Event description:
There was no patient involved in this event. The device switches on automatically.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 21st april 2013 and performed to specification up to the 21st september 2014. The device records multiple manual power ups, mainly under 1 minute duration, between the (B)(4) 2014 and then on the 6th march 2015. The device records successful self-tests, alongside random manual power ons, between the 8th march 2015 and the last log entry on the 29th june 2015. The returned pad-pak was installed and the device passed a self-test. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The device powered off normally with a flashing green status led. Investigation was unable to replicate or find conclusive evidence of the reported fault. The manual power ups under one minute duration may suggest the user was regularly power cycling the device or the device was switching itself on and the user was intervening by powering off the device via the on/off button.